Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi received the e-100 generator and completed the evaluation. Failure analysis could not any issue. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time with node confirmed to be checked for each attempt. A testing vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. Unit worked fine without any issue. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that e-100 generator powered on normally but when instrument was plugged in, the instrument led indicator was not lit. The customer stated that they tried a soft reboot, a hard reboot, unplugged and re-plugged the power cable back in, changed instruments, but issue persisted. The tse reviewed the logs but did not find any related errors. The procedure was completing as planned with no reported injury.